Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported in the literature, that a patient underwent a thyroidectomy on an unknown date and an absorbable hemostat was used. Hemostasis was achieved by meticulous litigation of vessels during the procedure and the absorbable hemostat was placed over the thyroid bed. The patient experienced a post operative seroma. No additional information was provided.